Event description:
New information reported stated that the patient was seen on (B)(6) for follow up and the left ventricular lead continued to be turned off. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced nausea when the left ventricular pacing was turned on. The left ventricular pacing was turned off per the patients request and request. An x-ray showed the lead was near the patients esophagus.